Event description:
Acute dialysis unit reporting four internal "blood leaks" of this lot number. This is the report of the third leak event. There was system discard of the blood circuit, ebl 175cc without adverse effect to the pt. There was no medical intervention required. The dialysis treatment was restarted with another new dialyzer (f7nr) without further incident. User facility cannot verify whether the dialyzers were taken from the same case or not. Complaint dialyzer discarded. Companion sample available. MDR filed due to blood loss reported.